Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube adapter. The instrument tube adapter was found with abrasions at the distal end. There were no pieces missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the 6mm monopolar curved scissors tips were worn. There was no report of patient involvement. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was identified. No patient injury or harm. The surgery was completed robotically.